Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported the system became unresponsive during navigation. The system was rebooted, and the issue resolved. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.